Event description:
Account alleged that none of the bed functions will operate from the footboard. He stated that there were no injuries. He alleged that a patient was in the bed and the bed was being used in a wound care area. Account stated that he swapped out the footboard and the alleged problem remains.

Manufacturer narrative:
Account stated that he replaced the footboard interface pc board to resolve the problem with the bed functions not working from the footboard.